Manufacturer narrative:
(B) (4). The ge service representative replaced several parts and calibrated the c-arm. The system operates as intended. (B) (4)

Event description:
The customer reported that the system did not display an image, and there was a low kv/ma error. No patient injury was reported.